Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that this morning that the insulin pump said no delivery. Customer stated that the reservoir says max reached and it does not advance when the vial is turned. Customer stated that it is stuck in an open position. Customer's blood glucose was 70 mg/dl at the time of the incident. Customer reported that she does not see when rewinding that the piston is moving backwards and when she fills the tubing, she thinks it is filled but it is not. Customer she got the max filled reach alarm when she performed the displacement test. Customer did not get a no reservoir. Customer declined troubleshooting for the no delivery alarm since the issue is with the pump. Customer stated that the drive support cap was recessed. Customer stated that it shows that the pump is rewinding and the piston is not traveling back inside the pump. Customer was explained the replacement policy.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No excessive no delivery alarms, prime/fill anomaly, motor noise anomaly, rewind or max filled reached alarm noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alarm. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, a missing end cap sticker and minor scratches on the display window.